Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leaked between catheter and extension set. The following information was provided by the initial reporter: leaking from catheter to extension set (changed extension set but issue still persists) additional information received on 07-jun-2025 q: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. R: patients are having to be stuck multiple times to get a successful, patent IV insertion; this is considered a patient injury.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4338239. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.